Event description:
A report was rec'd in 2002 regarding a memorylens which had been implanted in the pt's right eye in 1999, which lens had opacificed. The surgeon is planning on explanting and replacing the lens. The pt's visual acuity at last exam in 2002 was 20/30 +2 o.d. The doctor reported that the pt's prognosis was guarded.